Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to noise. Further investigation found that the patient had pulled his arms upward and dislodged the right ventricular (rv) lead. Rv oversensing was also observed. A lead revision was successfully performed and the lead remains implanted in the patient. No adverse patient effects were reported as a result of the lead revision procedure.